Event description:
On 10/21/1999 sims level 1, inc received a report regarding one of their IV administration sets. Hosp stated that during start-up of procedure, the IV patch appeared to have water in it and that blood appeared to be leaking through the "double stem blue connector end". The set was not returned to sims level 1 and therefore no testing or eval could be conducted.